Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and re reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy; however, recurrent mitral regurgitation (mr) was due to slda. A definitive cause of the reported unintended movement cannot be determined in this complaint and the reported foreign body in patient appears to be due to unintended movement of the clip. The reported patient effects of mitral regurgitation (mr) and failure to deliver clip to the intended site as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report unintended movement, single leaflet device attachment/slda, recurrent mitral regurgitation, foreign body, medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted both leaflets were too long and with a strong leaflet tethering. On (B)(6) 2019, one clip was deployed, reducing mr to <1. However it was noted that during advancement, there was unintended movement and it was suspected that the clip was attached to chordae, but this could not be confirmed. On (B)(6) 2019, it was discovered that the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4+. The patient underwent a second mitraclip procedure and an additional clip was deployed to stabilize the slda. One additional clip was implanted, reducing mr to 2. There no clinically significant delay in the procedure. No additional information was provided.